Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump became frozen on the fill tubing screen and the customer was unable to clear it. During troubleshooting with tandem technical support, the pump was able to be cleared and the load process completed. There was no impact to the customer's blood glucose level.